Manufacturer narrative:
Reported event is confirmed. One 1-7020 returned opened in original packaging. The lot number 202011161 was verified. A visual inspection found returned with the inner valve dislodged. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 1-7020 was being used during an unknown procedure on (B)(6) 2021 when it was reported "valve dislodged while inserting 10mm endocatch bag and had to be retrieved from patient belly". The procedure was completed. There was no report of injury, medical intervention or hospitalization for the patient. Further assessment questions have been sent; however, to date no reply has been received. This complaint was also received via a medwatch report number 2211900000-2021-8004. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.